Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29-mar-2024, it was reported that patient stated a bent cannula in one infusion set. The infusion set was inserted in the abdomen. The patient replaced the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.